Event description:
Caller reported that spouse was admitted to the hosp for hypoglycemia. Was treated with dextrose and released. User was unable to measure bg because meter was not working - strips were not filling properly.